Manufacturer narrative:
One device was received for evaluation. Visual inspection found the air detector to be high. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem, the accuracy tests were within specifications. The root cause was unable to be established. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the flow test. There was no patient involvement and no patient harm.